Event description:
Second revision surgery of smr reverse performed on (B)(6) 2018 due to recurrent dislocations and limited rom. According to the complaint source, surgeon performed the second revision for this patient by implanting components from different manufacturers (glenoid metal back and glenosphere from djo with lima std liner and humeral body). Same patient was involved with a previous revision surgery performed on (B)(6) 2018, registered by limacorporate and judged as reportable to FDA (lima complaint #(B)(4). MDR 3008021110-2022-00032). According to the complaint source patient had a history of shoulder problems and surgeries: a total of 7 complaints related to this patient (including this one) have been reported to limacorporate on (B)(6) 2022: initial surgery (reverse prosthesis) on (B)(6) 2017; first revision surgery on 16 february 2018 (lima complaint #(B)(4). 3008021110-2022-00032); second revision surgery on (B)(6) 2018 (object of this report, 3008021110-2022-00033); third revision surgery on (B)(6) 2019 (lima complaint #(B)(4). Not reportable to FDA); fourth revision surgery on (B)(6) 2019 (lima complaint #(B)(4). 3008021110-2022-00034): fifth revision surgery on (B)(6) 2019 (lima complaint #(B)(4). 3008021110-2022-00035): sixth revision surgery on (B)(6) 2019 (lima complaint #(B)(4). Not reportable to FDA): dislocation to be solved with a compassionate use device (lima complaint #(B)(4). Not reportable to FDA): event happened in the us.

Manufacturer narrative:
Susp. Component: 1376.09.035 smr ecc.glenosph. ø40mm small-r lot 1607154, ster. 1600316 manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 12 items manufactured with the same lot#. No explanted components nor picture/x-rays available for this case according to the few info provided by the complaint source, surgeon implanted a mixed prosthesis (components from different manufacturers) during the revision surgery (not allowed according to lima instruction for use always provided with lima products). Based on the check of the manufacturing records, we can rely this case is not product related. According to limacorporate pms data, revision rate of smr reverse implants due to dislocation is 0.15%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.